Manufacturer narrative:
The insulin pump had no button response due to flattened dome switch on esc, act, up and down buttons. It was unable to perform the displacement test due to no button response. Device had cracked reservoir tube lip and minor scratched lcd window. (B)(4)

Event description:
The customer reported via phone call that the act, up and down buttons on the insulin pump are hard to press and she has to push them several times to get a response. The customer did not recall any significant events leading to the keypad issue. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.